Event description:
Customer reported a pump malfunction rendering it incapable of powering on and delivering insulin therapy. There was no reported impact to the customer's blood glucose level. The customer, currently out of warranty, is in the process of obtaining a new device and declined further follow-up from technical support.